Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, the battery impedance was 4.32kohms with a displayed residual longevity of 37 months. However, during the follow-up performed on (B)(6) 2020, the battery impedance was 9.18kohms and the estimated residual longevity was below 3 months. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, the battery impedance was 4.32kohms with a displayed residual longevity of 37 months. However, during the follow-up performed on (B)(6) 2020, the battery impedance was 9.18kohms and the estimated residual longevity was below 3 months. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.